Manufacturer narrative:
Date of death: unknown. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, nausea and drowsiness. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection of vancomycin (1 gm, ongoing, route and frequency not reported) and injection of amikacin (125 mg, ongoing, route and frequency not reported) for peritonitis. On an unknown date during hospitalization, the patient experienced septic shock. Treatment for the event was not reported. On an unknown date during hospitalization, the patient passed away. The cause of death was reported as septic shock. It was not reported if an autopsy was performed. It was reported the patient was not recovering from the peritonitis event at the time of death. It was reported antibiotic and pd therapy were ongoing prior to and at the time of death. No additional information is available.